Event description:
It was reported that during explant externalized conductors were observed.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion found at 1.7cm to 3.8cm from distal end. Silicone insulation was abraded and sensing conductor was visible. Externalized conductors due to internal insulation abrasion found at 2.8-5.0cm from distal end. Silicone insulation was abraded and rv conductor was visible. Internal insulation abrasion found at 4.8 - 6.0cm from distal end. Etfe coating was intact at all locations. Without return of an entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.